Manufacturer narrative:
D4: update the expiration date to n/a. H11: the actual device was discarded; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the leak. Pressure, clear passage under water, priming, and pull testing were performed on the sample and the device was found to be within the product specifications. The reported condition was not verified on the companion sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: unique device identifier (UDI) # is based on the di information as no lot number was provided by the reporter. E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a y-type blood/solution set leaked on the bench top. This was observed during set up, after completion of the filtering process with blood product. A part of the chamber appeared to not be properly glued which resulted in two drops leaking through the filter. This was observed at the part of the filter where the inlet tubing attaches to the top of the filter. There was no patient involvement. No additional information is available.